Event description:
It was reported that, "from email received yesterday from dr. Cheng: "unfortunately, I just learned that one of the iliac screws failed in a recent deformity construct with xia. The surgery was performed on (B)(6) 2012 on pt (B)(6). She was the one who underwent an asymmetric pso with the cage and screws in the vertebra. The left iliac screw looked fine in her first postoperative films, but she had x-rays taken yesterday, which show that the tulip head disassociated from the screw shank."

Manufacturer narrative:
Additional info has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following an engineering eval.